Manufacturer narrative:
A review of the device history record (DHR) associated with lot 17957269 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the gold markers of a 5f 110cm 6 side holes (sh) angiographic super torque pigtail marker band (mb) catheter has moved and joined together. The section of the catheter was broken and remained on the unknown guidewire. In order to retain guidewire access for the rest of the procedure, a snare was used over the guidewire to retrieve the catheter section. The device was a 'calibrated' catheter which incorporates radio-opaque markers to aid in-vivo measurement of length. These markers are metal rings bonded on the outside of the plastic catheter. While passing the catheter through tortuous anatomy, more than usual friction had to be overcome between the catheter and a previously implanted stent-graft within the anatomy. This resulted in multiple rings coming lose from the catheter and gathering together. Attempts at removing the catheter resulted in the 'bunch' of rings catching and the catheter breaking at the original point of the first marker (closest to the hub). The user stated that he/she had experience of passing calibrated catheters and other devices through similar anatomy and the catheter was expected to perform satisfactorily. The marker rings on the catheter are not expected to catch on native anatomy or in vivo devices. The device will not be returned for evaluation because it was discarded as clinical waste.

Manufacturer narrative:
As reported, multiple rings of a 5f 110cm 6 side holes (sh) angiographic super torque pigtail marker band (mb) catheter became loose and moved and joined together. The section of the catheter was broken and remained on the unknown guidewire. In order to retain guidewire access for the rest of the procedure, a snare was used over the guidewire to retrieve the catheter section. The device was a 'calibrated' catheter which incorporates radio-opaque markers to aid in-vivo measurement of length. These markers are metal rings bonded on the outside of the plastic catheter. While passing the catheter through tortuous anatomy, more than usual friction had to be overcome between the catheter and a previously implanted stent-graft within the anatomy. This resulted in multiple rings coming loose from the catheter and gathering together. Attempts at removing the catheter resulted in the 'bunch' of rings catching and the catheter breaking at the original point of the first marker (closest to the hub). The user stated that he/she had experience of passing calibrated catheters and other devices through similar anatomy and the catheter was expected to perform satisfactorily. The marker rings on the catheter are not expected to catch on native anatomy or in vivo devices. Additional procedural details were requested but are unknown. The device was not returned for evaluation because it was discarded as clinical waste. Four photographs were provided and available for review. On one of the pictures, an empty super torque pouch can be observed showing the product label. The lot number 17957269; catalogue number: 532-598b among other product information can be read on the product label. On the second & third pictures, an unknown (non- cordis) catheter was observed broken in two pieces, and blood residues were noted along the device. Additionally, some marker bands can be observed moved from their original position. In the fourth photograph, only the distal segment of the unknown catheter is observed. No other details are observed on the attached pictures. A product history record (phr) review of lot 17957269 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failures reported by the customer as ¿catheter (body/shaft) - separated in patient¿ was not confirmed, due to the product observed in the attached pictures was not manufactured by cordis, it is an unknown device. Procedural/handling factors or vessel characteristics (tortuous anatomy) may have contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿failure to observe these instructions may result in damage, breakage, or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Dislodgement of the marker bands into the vascular system can result in additional intervention, embolism, thrombosis or other vascular complications. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal.¿ neither the phr review nor the product analysis or information available suggests that the found conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, multiple rings of a 5f 110cm 6 side holes (sh) angiographic super torque pigtail marker band (mb) catheter became loose and moved and joined together. The section of the catheter was broken and remained on the unknown guidewire. In order to retain guidewire access for the rest of the procedure, a snare was used over the guidewire to retrieve the catheter section. The device was a 'calibrated' catheter which incorporates radio-opaque markers to aid in-vivo measurement of length. These markers are metal rings bonded on the outside of the plastic catheter. While passing the catheter through tortuous anatomy, more than usual friction had to be overcome between the catheter and a previously implanted stent-graft within the anatomy. This resulted in multiple rings coming loose from the catheter and gathering together. Attempts at removing the catheter resulted in the 'bunch' of rings catching and the catheter breaking at the original point of the first marker (closest to the hub). The user stated that he/she had experience of passing calibrated catheters and other devices through similar anatomy and the catheter was expected to perform satisfactorily. The marker rings on the catheter are not expected to catch on native anatomy or in vivo devices. The device will not be returned for evaluation because it was discarded as clinical waste. Photographs were provided and available for review. Additional procedural details were requested but are unknown.